Event description:
Customer alleged discrepant blood glucose results of 337 mg/dl on the advantage system when compared with a result of 138 mg/dl from a laboratory test when the tests were performed back to back. Customer reported having no symptoms of high blood glucose and no treatment or action based on the result. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.